Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. During investigation, it was found that the keypad button presses did not activate desired pump functions. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the buttons are not responding with every button press. The patient also reported that the keypad is not peeling and the pump does not get wet.